Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, part of the impactor broke off during the impaction of the femoral component. The implant was already seated and caused no delay to surgery. There was no parts or pieces fell into the patient wound site. The surgical site was confirmed clean by surgeon and the procedure carried on with no delay. Patient remained in stable condition. Sales rep was unable to obtain photos/x-rays. The device will be return.

Manufacturer narrative:
(H3) the broken instrument reported was likely the result of either applying a bending moment to the locking jaw, which led to the plastic deformation and ultimate fracture of the threaded rod or impacting the locking jaw/threaded rod during this surgery or a previous surgical use, which may have imposed high loads to the threaded rod and led to crack initiation, propagation, and ultimate fracture of the threaded rod. The most probable root cause associated with the reported event of "broken / non-functional¿ is associated with a partial or full-thickness crack in the device materials.